Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. The device(s) was not received for investigation at stryker endoscopy because it was repaired locally in poland; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. The technical service report is attached (see communication log), and indicates: broken optics the reported event involving this failure and device could have been caused by: incorrectly assembled optical train. Damage to optical train. End of life wear-out. Shipping damage. Use error. Manufacture date is not known.

Event description:
It was reported that there was a blurry image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a blurry image.